Event description:
The resident has an order of jevity tube feeding at 85 cc/hour. A new 1000 cc bottle was started at 8:00 a.m. And was found empty at 12:00 noon. Resident was observed to be vomiting large amount of whitish vomitus. Tube feeding pump was running with hourly rate of 85cc. Alarm did not go off. Tube feeding discontinued. V/s taken with b/p 140/70. Pulse 78, respiration 18 and temperature 99.4. V/s was normal for this resident. Attending physician notified. Tube feeding held for six hours. Tube feeding pump replaced. Ross representastive notified and picked up involved pumpdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.